Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the egm (electrogram) showed there were multiple episodes of non-physiological oversensing and noise/emi (electromagnetic interference) on the right ventricular (rv) lead. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.